Manufacturer narrative:
A2: date of birth: patient was born in 1944.

Event description:
It was reported that a guidewire detachment occurred. A v-14 control wire was selected for a patient atherectomy procedure. Shortly before the end of the atherectomy, the distal end of the guidewire was detached and remained in the anterior tibial artery. Fluoroscopic check-up after atherectomy revealed no relevant residual popliteal stenosis. The detached wire was successfully recovered using a snare. After wire recovery, percutaneous transluminal angioplasty was performed in the popliteal. Pre-dilation was done with an unspecified 3 x 80 mm balloon. Then post-dilatation was performed with an unspecified 4 x 60 mm balloon. The final check-up showed a regular popliteal flow without any relevant residual stenosis.

Manufacturer narrative:
Date of birth: patient was born in (B)(6).

Event description:
It was reported that a guidewire detachment occurred. A v-14 control wire was selected for a patient atherectomy procedure. Shortly before the end of the atherectomy, the distal end of the guidewire was detached and remained in the anterior tibial artery. Fluoroscopic check-up after atherectomy revealed no relevant residual popliteal stenosis. The detached wire was successfully recovered using a snare. After wire recovery, percutaneous transluminal angioplasty was performed in the popliteal. Pre-dilation was done with an unspecified 3 x 80 mm balloon. Then post-dilatation was performed with an unspecified 4 x 60 mm balloon. The final check-up showed a regular popliteal flow without any relevant residual stenosis.